Manufacturer narrative:
The product was returned to johnson & johnson medtech for evaluation. A visual inspection and deflection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned device showed that the hemostatic valve was dislodged inside the hub component. No other anomalies were observed. Further analysis under image magnification showed stress marks on the hemostatic valve. Deflection testing was performed, and it was found within specification. A device history record evaluation was performed for the finished device lot number, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer was not confirmed. The hemostatic valve that was found dislodged is unrelated to the issue reported by the customer. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath. The stress marks observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) pertaining to the sheath contain the following information: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo catheter and while the physician maneuvered the vizigo sheath in the body, the physician heard the vizigo sheath "pop" or "crack." The sheath was no longer able to be curved or deflected as a steerable sheath. The vizigo sheath was replaced and the procedure continued. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection evaluation of the returned device was performed. Visual analysis showed that the hemostatic valve was dislodged inside the hub component. No other anomalies were observed. This finding is MDR reportable.